Event description:
The reporter stated that the pt had a foot infection following insertion of the internal fixation plate. The pt was admitted to the hospital for this complication. No pathological micro organisms were detected on culture of the wound. The surgeon reported that the pt's problem may be caused by an allergy. He requested a sample device or alloy sample to patch test the pt for allergy. Integra has requested additional clinical info from the reporter. Integra halllufix screws were used to secure the internal fixation plate: catalogue number 117018, lot egdm x 1 and lot ehe x 1; catalogue number 117020, lot eg11; catalogue number 117022, lot eezw x 2.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.